Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. However, power management graph displays unexpected battery power loss, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer's blood glucose level was 87 mg/dl at the time of the incident. The customer stated that the battery was not previously used. The customer informed that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that they could continue to wear the insulin pump until replacement arrives if they insert a new battery. The customer stated that the batteries were lasting less than 8 hours. The device will be returned for analysis.